Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 2 events were reported for this quarter. Product return status 2 devices were received for evaluation. Evaluation status 2 events were confirmed during testing. 2 devices were found to be affected by corrosion. Product disposition the devices were repaired and returned to the user facility. Additional information there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had run-on. 2 events had no patient involvement; no patient impact.